Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with injection (inj) fortum (1 gram, once daily) and inj vancomycin (1 gram, once daily). The outcome of the peritonitis was not known. At the time of this report, dianeal therapies were ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event.